Event description:
It was reported by service report that the customer alleged that the zoom feature allegedly was operating intermittently. Stryker tech could not duplicate the alleged event. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results - zoom.